Manufacturer narrative:
Product event summary : the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that during a routine follow up the device was unable to be interrogated and no pacing seen even when the magnet was placed over the device. Abrupt unexpected battery depletion is questioned. It was also reported that the patient was admitted due to shortness of breath (sob.) The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).